Manufacturer narrative:
Evaluation of the returned device by engineering determined that the tip failure appears to be attributed to an overload condition. The cause of the overload condition could not be determined. Review of manufacturing history records found (B)(4) pieces of this lot were released for distribution on 6/30/2016 with no deviation or anomalies. Review of complaint history did not reveal a trend for reports of this nature for this part number. The need for corrective action was not indicated.

Event description:
During a tlif l4-s1 procedure performed on (B)(6) 2016, when final tightening the lock screw, the lock-screw torque driver tip broke. The broken tip was easily removed from the lock screw and the procedure was completed utilizing the second driver readily available in the tray. There was no patient injury or delay to the procedure.